Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string could not be found and was therefore inaccessible to aid in removal of the product. The consumer sought medical assistance for removal.